Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. The reporter stated that there was moisture present on the keypad and in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: the keypad cover was intact; no damage was observed. The keypad buttons were found to be unresponsive. The keypad cover was opened and no contaminants were found under button contacts. There was moisture was observed under the display lens. A leak test was performed and a bolus button leak was found. The pump was opened and there was moisture damage found on printed circuit board and cgm board. Unrelated to the complaint, the pump powered on with a cs 006 alarm. There was no cs 006 observed in the downloaded pump data. Further testing was not able to be performed due to the recurring cs 006 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.